Event description:
The patient underwent a generator replacement due to battery depletion. The explanted device has not been received for analysis to date.

Event description:
The explanted device was discarded.

Event description:
It was reported that the patient had an increase in seizures with 6 seizures over the weekend. Surgery appears likely but no known surgery has occurred to date. No additional relevant information has been received to date.